Event description:
Connection issues associated with the atrial channel during the implantation procedure. The physician indicated that the lead could not be completely inserted even after loosening the set-screw. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.